Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an interrogation it was noted the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise that was oversensed. They were unable to recreate the noise with isometrics thus the physician opted to continue to monitor the patient. Approximately one month later the patient started using the remote home monitoring system. The first remote interrogation revealed a low out of range pacing impedance measurement from three months earlier. The physician suspected a lead issue. At this time no further testing has been performed and the physician will continue to monitor the patient via the remote home monitoring system. The ICD and rv lead remain in service with no adverse patient effects.

Event description:
Additional information was received that another alert from the remote home monitoring system was issued due to the low out of range pacing impedance measurements for the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. At this time the physician will continue to monitor the patient. A revision procedure may be considered in the future, however no procedure is currently scheduled. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the oversensing of noise on the rv channel continued to occur for an unknown reason, thus a revision procedure was performed. During the procedure the rv lead was surgically abandoned and the ICD was explanted. No additional adverse patient effects were reported.